Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg), a swg advancer, and an introducer. A visual exam was performed and the catheter and guide wire looked typical. Running the fingers along the swg revealed a slight "bump" 1.3cm from the bottom of the j-bend. Microscopic examination revealed a displaced coil wire at the location of the "bump". The outer diameter and length of the swg were measured and found to be within specification. The inner diameter of the catheter tip was also measured and found to be within specification as well. A swg advancer was used to insert the j-tip of the swg into the catheter hub using various orientations of the catheter and advancer. In some locations the swg would enter the catheter without resistance. In other locations the swg would stop at the entrance to the catheter body extrusion at the bottom of the catheter hub. The functional test was repeated on a catheter from lab inventory and the swg entered the catheter hub without resistance in all orientations. The catheter hub from the complaint was cross sectioned and compared to the sample from lab inventory. On the complaint sample, the proximal end of the catheter body extrusion was deformed compared to the lab sample. Other remarks: the swg would stop at the deformed area of the extrusion depending on the orientation of the swg and catheter hub during insertion. A review of the device history records (DHR) for the introducer catheter and swg did not reveal any manufacturing related issues. The report that the swg would not advance through the introducer catheter was confirmed through functional testing of the returned s ample. In certain orientations, the swg would not advance through the catheter hub. Cross sectioning of the sample showed a deformity in the proximal end of the catheter body extrusion inside the catheter hub. The probable cause is manufacturing related. Nonconformance request (B)(4) was initiated to further investigate this issue.

Event description:
The customer alleges that during insertion the swg (spring wire guide) got stuck in the "catheter over needle" and could not advance further. As a result, a new kit was opened.

Manufacturer narrative:
(B)(4). The device sample was returned to the manufacturer for evaluation. The swg was found to be kinked. The complete results of the investigation are not available at the time of this report. No delay in treatment. No patient complications.

Event description:
The customer alleges that during insertion the swg (spring wire guide) got stuck in the "catheter over needle" and could not advance further. As a result, a new kit was opened.